Event description:
Information was received that reported a patient was hospitalized in 2007, due to diabetic ketoacidosis. The reporter states that the patient began experiencing hyperglycemia that they could not gain control over. The reporter states that the patient changed his administration set and site several times, but this did not help. She reports that per the patient, the device did not give any alerts or alarms to indicate there was a problem. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.